Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported the device cut through the vagina as soon as she stood up from the operation. The patient experienced immense pain, difficulty walking, burning pain, recurrent urinary tract infections and inability to stand sit for any length of time or lift anything. It was explained that the pain is in the hips, shoulders and coccyx. The patient further reported that she experiences unspecified mesh exposure which was cut on an unknown date. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.